Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the resection of the uterine fibroid, there was excessive blood accumulation due to resection of a vessel within the fibroid. The surgeon was unable to cauterize as the device displayed an error code and did not appear to be working correctly. Twelve liters of saline were used to irrigate to control the bleeding. The total fibroid was not resected. The pt's uterus was packed and the pt underwent a laparoscopic-assisted vaginal hysterectomy the next day.

Manufacturer narrative:
Conclusion code: should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device mfg records was conducted, and the device met all finished goods release criteria.